Event description:
It was reported prior to use of bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, 2 tubes contained foreign matter. Three tubes were also reported to have collapsed. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-sep--2025. Investigation summary: bd received two samples and three photos for investigation. The evaluation of both revealed the presence of brown foreign material under the tube label and a dent in the side of the tube wall. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4050352, for the indicated failure mode: foreign matter - other. This complaint has been confirmed for the lot 4353204, for the indicated failure mode: manufacturing heat source. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field e1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, 2 tubes contained foreign matter. Three tubes were also reported to have collapsed. There was no health impact or consequences reported.